Event description:
The customer received a control reading of 123mg/dl on the contour next usb. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The test strips were expected to be returned for evaluation.new meter,strips and control were sent to customer.